Manufacturer narrative:
Results: slide tube crack.

Event description:
It was reported by a customer that the connection pieces of the skid pipe has a fissure. No adverse consequences or injuries were reported.